Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. The customer stated, he had been experiencing high blood glucose levels for the past month. Troubleshooting was performed and the insulin pump passed the required tests.